Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that their insulin pump was over delivering. The customer¿s blood glucose level was 58 to 60 mg/dl at the time of the incident. The customer used food to treat the lows. The customer reported they have to change batteries too often. Troubleshooting was completed but did not resolve the issue. The insulin pump, reservoir, and infusion set will be returned for analysis.